Event description:
In 2004, the pt reportedly was unable to hear while using their sound processor. In 2004, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's c1 device is to be scheduled.